Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited pacemaker mediated tachycardia (pmt). The algorithm was successfully terminating the episodes when they occurred. The device was reprogrammed but the pmt continued to noted.